Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that after the fuses were replaced, the system was functioning normally. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when plugging in the power cable for the mobile view station (mvs) the line power indicator went dark. Site replaced fuses. There was no patient present at the time of the issue.